Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was 215 mg/dl at the time of the incident. Display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The alleged device is expected to be returned for analysis.